Event description:
The device was not used on patient during procedure; it was noted to have a missing blade.====================== health professional's impression======================no adverse event.